Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Event description:
It was reported that the lead was explanted and replaced due to high capture threshold due to dislodgement. The patient was asymptomatic. There were no complications and the patient will continue to be monitored.